Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead attempted to place the chronic lead in a better position with no success. At that point is was removed and replaced due to tissue in the helix. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead attempted to place the chronic lead in a better position with no success. At that point is was removed and replaced due to tissue in the helix. No additional adverse patient effects were reported.